Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 456 mg/dl and 400 mg/dl. Customer declined to troubleshoot for the high blood glucose. It was unknown that auto mode feature was active or not at the time of event. Customer also stated that insulin pump received insulin flow block alarm and it was resolved by complete set change. The device will not be returned for analysis.